Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and o2 sensor test during pre-use check. The issue has been confirmed during evaluation of the provided problem description, device logs and service report. According to the information provided by the field service engineer (fse), it was found that the air gas module was defective and the part has been replaced. Moreover, the o2 sensor has been replaced. No parts were returned for further analysis. The root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/19/2018, corrected manufacture date: 03/20/2018.

Event description:
It was reported that the ventilator failed internal leakage and o2 sensor test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).